Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA.

Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty in (B)(6) 2006. Subsequently, patient underwent manipulation of the knee on (B)(6) 2008 due to arthrofibrosis. There were no components removed or replaced.